Event description:
Patient reported right side device "leakage". The patient underwent an ultrasound and MRI imaging. The device remains implanted.

Event description:
Patient reported right side device "leakage". Physician later reported no any event on right side. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.2., b.5., h.6.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "leakage".

Event description:
Patient reported right side device "leakage". The patient underwent an ultrasound and MRI imaging. The device remains implanted.